Event description:
It was reported that a software error was detected, indicated by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which the customer followed successfully, and the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue arises again.